Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 7f sheath hole prior to an interventional thoracic endovascular aortic repair (tevar) procedure. Reportedly, a cuff miss occurred with both proglide devices. After two cuff-misses, the pre-close technique was abandoned. The sheath was upsized to 22f and the tevar procedure was completed. Surgical cut-down was ultimately used to achieve hemostasis via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.